Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported that she had the implantable neurostimulator (ins) for chronic constipation and it was helping with that, but it was causing nerve pain and bacterial infections since (B)(6) 2015. The device was giving her a lot of side effects or trouble she hadn¿t had in the last six months. She had a feeling of nerve pain when she sat for a long period of time and she got extreme pain in the right leg. She had severe back pain and nerve pain that went through to her hips and legs, the ins was causing her to leak after she already went to the bathroom, and she didn¿t know it was happening. She¿d had two bacterial infections and when she peed, she had to run to the bathroom, and she didn¿t have this before having the ins. She had wet the bed six to seven times. Now she had her bowels run unexpectedly since (B)(6) 2015. She was experiencing a loss or change of therapy and she didn¿t turn it up much; it hurt when she turned it up and she felt like the device was giving her other problems. She did not feel stimulation and symptom control was not 50 percent or better. Although she wasn¿t feeling stimulation, she knew the ins was on because her bowel symptoms would have returned to constipation instead of ¿running.¿ there were no traumas or falls reported that could be related to the issue. The patient had also put on more weight since having the device implanted, and she couldn¿t feel where it was as well as she could before, so she needed help using the patient programmer. Since (B)(6) 2015, she had been having problems using the patient programmer. She was unsuccessful and the patient programmer wouldn¿t do telemetry with and without the antenna. A replacement programmer was sent to the patient and she was still not able to connect to the ins. She had gained 50 pounds and repositioned the programmer a few times trying to connect. She also replaced the batteries in the programmer. She wanted to get the ins removed. The patient was scheduled to see her healthcare provider in (B)(6) 2016 but stated that she couldn¿t wait that long. No potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the consumer reported her device was affecting a lot of her nerve; throughout her whole body and causing fluid to come out after she went to the bathroom. Her bowels were not running after she had a bowel movement. The whole day she may have liquid run out but she did not know about. She had not changed anything. There were no steps taken to resolve the issue.